Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. The negative pressure did not work well. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. The sample does not have any broken or damaged components that could have affected its function. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.